Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a thrombus occurred. The 99% stenosed target lesion was located in the circumflex artery (cx). The reference vessel diameter was 4mm and the target lesion was 10mm in length. A 4.00x12mm liberte stent was implanted. A thrombectomy aspiration was performed in the target lesion due to a fresh thrombus. Residual stenosis was 0%. The procedure was a technical success. Discharge information was not provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.